Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a right revision total knee arthroplasty procedure on an unknown date and barbed suture was used. The surgeon closed the first and second layer of the skin and let the pa close the rest. While closing, the pa noticed that the tip of the needle is broken. Doctor was notified. X-ray called for broken item, charge nurse was notified also. X-ray was done and read by dr. And the report was positive for metallic foreign body over the medial aspect of the medial femoral condyle. Doctor opened the surgical site to locate the broken needle and while doing it doctor used the suction. Second x-ray was done and per radiology report the broken needle was removed. The doctors had a telephone conversation regarding the result. Device is available for return. Additional information was requested.